Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. Customer blood glucose reading was 168 mg/dl. Customer cannot recall the cause of the issue. Customer was using duracell aaa. Customer used new battery, but the display did not return. Customer will receive new battery cap. The insulin pump was not working. Insulin pump will not be returning for analysis.